Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with pfna hardware on an unknown date. Reportedly the pfna broke post-operatively. Patient was returned to the o.r. On an unknown date for removal of hardware and the device was returned for evaluation. No further information was provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device used for treatment and not diagnosis. The failure of the investigated pfna was due to dynamic bending and torsional loads which led to the material fatigue. The measurable dimensions met specifications according to the ao asif specifications. The device was examined with an electron microscope: based on the topography of the fracture surface we can conclude that the investigated implant had to absorb and neutralize forces that may have been greater than the tolerable load. Postoperative activities of the patient in combination with instability of the fracture situation may have played a certain role too. A failure resulting from either a material defect or the manufacturing process can be excluded. Placeholder.

Event description:
This is 1 of 1 report for complaint (B)(4).